Event description:
It was reported that when using the bd pyxis¿ es server multiple orders were not crossing over. Customer rebooted the station, but issue still persisted the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple order was not crossing over. A technical support specialist (tss) dialed into the server and ran a downtime query. Confirmed that the cce sent time was recent. Checked the sync service and verified all medstations were communicating. Reviewed healthsight viewer (hsv) and noted a few medstations were manually set to critical override. Made an outbound call to the customer, who confirmed the issue had been resolved. Requested and received permission from the customer to close the case. The system functioned as intended after the technical support specialist troubleshot the device.